Event description:
A report was received that a pt's precision system was explanted. The physician's office confirmed the pt was explanted due to inadequate pain relief. No add'l info is available.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during mfg. A review of sterilization records found them to be satisfactory. This is the final report.